Event description:
It was reported via repair work order that the lift was stuck in an elevated position as the motion interrupt pan was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.